Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the dentist. Therefore, the lot number was not considered.

Event description:
Rp 011516 - the dentist reported that after 19 days dental implant was installed in intraoral region 11#, its non-osseointegration was observed. In addition, the patient presented bone type iii, immediate load was performed, trauma over the implant has happened and 45ncm of primary stability was achieved.